Manufacturer narrative:
The sample was received for evaluation. A visual inspection was performed, and it was observed the tube exhibited a complete printing artwork according to drawings, plus the printing rings were present. No failure mode was observed in the received sample, and the customer reported malfunction was not verified. (B)(4).

Event description:
A report rec'd stated, during prior to use testing, a nurse applied xylocaine spray to the internal tracheal tube. Following the application of the xylocaine spray, the tube was placed in the original package until the patient was ready for intubation. Upon inspecting the device, before use, the marker print was found to have disappeared. There was no patient involvement.

Manufacturer narrative:
(B)(4).